Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate on two occasions. The patient did not receive pain relief and was prescribed oral medication. A catheter access port (cap) dye study was performed and no catheter abnormalities were observed. The pump was subsequently explanted on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: the returned pump underwent a series of investigative assessments to verify the reported issue including pathway priming and flow testing. Based on the results of the investigation, the reported issue was confirmed. The cause of the confirmed failure was undetermined as the valves worked per specification. Although the cause could not be determined, it is probable that it could be related to an obstruction in the flow path related to drug or drug precipitant, which may have cleared during investigation/destructive testing. (B)(4).